Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the the patient had an infection originating from his left ventricular assist devices driveline that required debridement, wound vacuum, and intravenous antibiotics to resolve the issue. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.